Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receive ing dilaudid (10 mg/ml at 2.020mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump continued to flip in their pocket and they were not getting pain relief. There were no external factors involved. Due to the pump flipping, the catheter was twisted all around in the pocket with some areas that were tangled so a pocket revision occurred. The healthcare provider (hcp) was able to disconnect the pump and cut the twisted catheter and there was intrathecal flow from the catheter. They aspirated the side port and got intrathecal fluid. However, the hcp also aspirated the pump reservoir and they should have gotten 16 mls back but there was 38 mls in the reservoir. They used isovue preservative free to verify the catheter was still in the intrathecal space. A new 8784 catheter was added and connected to the pump. The hcp reprogrammed the pump with the correct amount in the reservoir and did a priming bolus to continued their daily dose at 2.0mg per day of dilaudid and ptm doses. The event was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) on 2024-07-30 indicated that, during a procedure on (B)(6) 2024, the coiled catheter was removed. The new catheter piece was added and the catheter was aspirated successfully through the catheter access port (cap). The rep informed the doctor that the patient would not have been getting the daily dose of 2mg/day and questioned the doctor twice, but he decided to start the patient at 1.999mg/day. The rep asked the doctor twice if the pump should be started back at the previous daily dose. The total prime completed by doctor was of the catheter volume plus a 0.84mg therapy bolus. The prime volume was 0.29ml and the catheter volume was 0.209ml. The patient was also given personal therapy manager (ptm) boluses that accumulated a potential total daily dose of 4.075mg/day. The patient passed away on (B)(6) 2024. No allegation was made by the doctor or family, but because of the timing, the rep wanted to report it. The rep did not know the patient's medical history or concomitant medications. It was unknown if an autopsy would be performed. The indication for the use of the patient's pump was non-malignant pain. Additional information was received from a healthcare provider (hcp) on 2024-08-19 and it was reported that the relationship of the patient¿s death to the device, therapy, or device related procedure was unknown at this time, as the cause of death was still pending. The cause of death was unknown at this time. Regarding any procedures/medical events leading up to the patient¿s death, the patient had just undergone a catheter revision. The patient did not experience any symptoms following the priming bolus and therapy bolus and the patient tolerated the bolus well. It was noted the patient passed away at home. Autopsy and toxicology reports were pending and reportedly likely to take 3-4 months.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# (B)(6), implanted: (B)(6) 2023, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2025-01-20, UDI#: (B)(4). H3. Analysis of the catheter identified twisting in the catheter. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.